Event description:
Stent became dislodged from deployment device and so was not placed at target lesion. Md was able to guide stent to an iliac lesion which also needed a stent, so that stent remains in the pt. A stent was then selected from a different MFR to repair the 1st lesion. No apparent harm to pt. They were watched overnight and discharged the next day.